Event description:
It was reported that cartridge did not fully snap into pump, and caller was unable to reload original cartridge despite following instructions. There was no reported impact to the customer¿s blood glucose level. Caller inspected pump and cartridge with guidance, cleaned pneumatic tap area, and then filled new cartridge and followed proper loading steps, after which cartridge loaded successfully and insulin delivery was resumed.